Event description:
It was reported that a correction bolus was delivered and the customer's blood glucose (bg) level subsequently decreased to 47 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.